Event description:
Patient that had a calaxo screw implanted in 2007 and had to debride a cyst formation where the screw was. The surgeon did a debridement and irrigation; there appeared to be no remnants of the screw and the extracted material looked like "grey sludge". After the debridement, he took a sample of tissue to go to the lab but felt like everything looked ok. Should those lab results become available, they will be added to the record.

Manufacturer narrative:
(B) (4): product recall initiated august 21, 2007.(B) (4)